Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. However, a bloody fluid was noted in the lumen due to damaged insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. Additional information received indicated that the dislodgement was confirmed through x-ray and fluoroscopy. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. Additional information received indicated that the dislodgement was confirmed through x-ray and fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.